Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented an open wound with infection in the scrotum, and drainage from incision site. In addition, the pump was visible through scrotum. A surgical procedure was performed to drain the incision site, remove the existing ipp and implant a new malleable device. There were no device issues and no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented an open wound with infection in the scrotum, and drainage from incision site. In addition, the pump was visible through scrotum. A surgical procedure was performed to drain the incision site, remove the existing ipp and implant a new malleable device. There were no device issues and no further patient complications reported.